Event description:
During verification testing at the service center, the device did not alarm when a distal occlusion was present.

Manufacturer narrative:
Test and investigation found the device did nto alarm when a distal occlusion was present. This was due to contamination on the distal pressure pin. The event that is being reported was noted during verificaiton testing; therefore, user facility event codes are not applicable in this case. This report represents all the info known by the reporter upon query by hospira personnel.